Manufacturer narrative:
Two photos of a 1ml luer-lok syringe material 309628 lot 3158727 were received and evaluated. One photo showed an open package with all applicable product information on the top web. The next photo showed a loose syringe missing all scale markings. The condition observed is non-conforming per product specification. Potential root cause for the missing print defect is associated with the marking process. A device history record review was completed for provided lot number 3158727 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material #: 309628 batch#: 3158727 it was reported by customer that the syringe had no calibration on it. Verbatim: rcc received a complaint via email. Email(s) attached. Please open a quality complaint for this bd product at corewell health. Here are the relevant event and product details: event date: 1-16-2024 event location: (B)(6) event description: ¿the syringe had no calibration on it.¿ harm to team member or patient? No injury. Product name: syringe 1ml bd luer loc tip product ref: 309628 lot number: 3158727 bd customer account number: (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe had scale marking issues. The following information was provided by the initial reporter: "the syringe had no calibration on it." Event date: (B)(6) 2024 event location: (B)(6). Event description: ¿the syringe had no calibration on it.¿ harm to team member or patient? No injury. Product name: syringe 1ml bd luer loc tip. Product ref: 309628. Lot number: 3158727. Bd customer account number: (B)(6).